Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was cracked/damaged and moisture was observed in the pump. It was reported that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. A crack was found in the battery compartment extending from the threads to the base seal and moisture/corrosion were observed in the battery compartment. A leak test showed a leak in the battery compartment. The pump failed to power up and the remaining testing cannot be completed. Pump casing was opened and no additional evidences of moisture and corrosion were observed internally.